Event description:
Customer received 15-20 erroneous patient results. She said some of the erroneous results were reported around 0430 and not corrected until after 0700. Customer said two patients with critical potassium values reported were possibly treated with a potassium pill, but she was not certain of this. No adverse effects of this treatment were reported to the lab. She provided ise results for seven patients, results for six of the patients were discrepant. Patient 1, initial sodium result 131, repeat 139 mmol/l; initial potassium result 2.9, repeat 3.5 mmol/l. Patient 2, male, age (B)(6), initial sodium result 124, repeat 136 mmol/l; initial potassium result 2.9, repeat 3.7 mmol/l. Patient 3, male, age (B)(6), initial sodium result 119, repeat 132 mmol/l; initial potassium result 3.7, repeat 5 mmol/l. Patient 4, female, age (B)(6), initial sodium result 125, repeat 138 mmol/l; initial potassium result 2.1, repeat 2.8 mmol/l. Patient 5, female, age (B)(6), initial sodium result 108, repeat 132 mmol/l; initial potassium result 2.4, repeat 3.8 mmol/l. Patient 6, female, age (B)(6), initial sodium result 119, repeat 137 mmol/l; initial potassium result 2.8, repeat 4.3 mmol/l. Patients 1 and 2 initial results were reported and corrected reports were sent. Patients 3,4,5 and 6 were repeated on another c501 before being reported outside the laboratory. According to customer, the sample type run on this system is typically plasma, processed through the mpa. Electrode lot numbers were not provided. The field service representative was unable to duplicate the problem. He cleaned ise system, checked ise electrode placement, replaced sipper probe and ise sample probe. The field service representative ran ise checks, calibration and qc which were within specification.

Event description:
A 2.25 x 13mm cypher select plus stent was inserted into the patient. The balloon was inflated and it burst at 12atm. There was no adverse event to the patient and the stent was positioned correctly. The device was removed and another post dilation balloon was inserted to assist with the stent placement.

Manufacturer narrative:
Additional information was received from the field service representative. He added the problem was either sipper probe or the ise probe. The tip of the ise sipper probe was worn badly and flattened when attempting to aspirate certain samples, it was replaced. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received 15-20 erroneous patient results. She said some of the erroneous results were reported around 0430 and not corrected until after 0700. Customer said two patients with critical potassium values reported were possibly treated with a potassium pill, but she was not certain of this. No adverse effects of this treatment were reported to the lab. She provided ise results for seven patients, results for six of the patients were discrepant. Patient 1, initial sodium result 131, repeat 139 mmol/l; initial potassium result 2.9, repeat 3.5 mmol/l. Patient 2, male, (B)(6), initial sodium result 124, repeat 136 mmol/l; initial potassium result 2.9, repeat 3.7 mmol/l. Patient 3, male, (B)(6), initial sodium result 119, repeat 132 mmol/l; initial potassium result 3.7, repeat 5 mmol/l. Patient 4, female, (B)(6), initial sodium result 125, repeat 138 mmol/l; initial potassium result 2.1, repeat 2.8 mmol/l. Patient 5, female, (B)(6), initial sodium result 108, repeat 132 mmol/l; initial potassium result 2.4, repeat 3.8 mmol/l. Patient 6, female, (B)(6), initial sodium result 119, repeat 137 mmol/l; initial potassium result 2.8, repeat 4.3 mmo/l. Patients 1 and 2 initial results were reported and corrected reports were sent. Patients 3,4,5 and 6 were repeated on another c501 before being reported outside the laboratory. According to customer, the sample type run on this system is typically plasma, processed through the mpa. Electrode lot numbers were not provided. The field service representative was unable to duplicate the problem. He cleaned ise system, checked ise electrode placement, replaced sipper probe and ise sample probe. The field service representative ran ise checks, calibration and qc which were within specification.

Manufacturer narrative:
It was concluded the most likely cause was a damaged sipper nozzle mechanism and badly worn ise sipper probe tip which were both replaced. Customer stated the two patients with critical values were possibly treated with a potassium pill, but could not confirm it. No adverse effects of this treatment have been reported to the lab. Customer was unable to provide medication or diagnosis information for these patients.